Event description:
Reporter alleged the test strip vial expiration date stated it was a usable one however the mfrs' inventory system indicated the product was expired. It was stated the expiration date on the test strip vial was 8/31/06 while the mfrs' date indicated 8/31/04. No actions taken or treatment received reportedly as a result. A request was made for the return of the suspect product and replacement product was sent.